Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 216 mg/dl and 206 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/16/2017 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed (meter is new, so only one result): 258mg/dl, (B)(6) 2016, 03:11pm, fasting: yes. Adverse event not reported.